Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that during the trial procedure, the patient was experiencing severe back pain due to muscle spasms once the leads were in place. It was noted that the pain was procedure related and the physician opted to stop the procedure. The explanted leads were discarded by the physician.